Event description:
It was discovered during a pm that the 9600 system is difficult to turn and steering handle only moves when the system is rolling. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available.